Event description:
The physician attempted to deploy a stent to the maximum pressures recommended in the instructions for use but its center portion did not deploy fully. The stent remained stuck to the balloon. The physician was unable to remove the balloon without the stent moving with it. He had to remove the stent along with the balloon and deploy a new one. There were no adverse effects to the patient.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be submitted.